Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space was failed. A field service engineer (fse) identified that the helmer refrigerator was no longer detected on bus. Then powered down the refrigerator and station. Then booted up the back of all the devices and ran hardware test application (hta) for helmer refrigerator. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator the fridge storage space was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.